Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed which confirmed the complaint of no receiver display except backlight. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no receiver display except backlight which occurred on (B)(6) 2015. No additional patient or event information is available.